Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on 02 april 2024 that infusion set cannula was bent. Blood glucose level was noticed as 280mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.